Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a data error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a data error occurred. The technical support specialist stated that the user admitted the station was going through an update; the user was not aware of it. The station was up and running now, and the issue was confirmed to be resolved by the customer. The system functioned as intended after the customer resolved the issue.